Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned self expanding stent system (ses) found no blood visible or saline in the outer member, consistent with the reported information that there was no patient involvement. As reported, the stent implant was partially expanded distally from the distal end of the outer member. There was no damage noted to the stent implant. The distal end of the outer member was retracted proximal to the base of the tip. The stent implant was not between the markers. The distal end of the stent implant was located distal to the distal marker. There was no other damage noted to the ses. The tuohy was confirmed to be tight. Potential factors which could contribute to premature deployment prior to use include, but are not limited to, manufacturing, handling, insufficient support during prep, kinks in the shaft, loosening of the tuohy borst valve, interaction during loading onto a guide wire, or interactions with the introducer sheath and/or associated devices during insertion. In this case, the distal end of the outer member was retracted 3mm from the tip. It may be possible that the premature deployment is related to handling and/or inadvertently pulling back the outer member resulting in the premature deployment during handling. A review of the finished device lot history records did not reveal any nonconforming material records for this lot that could have contributed to this complaint and there have been no other incidents reported for this lot. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for this lot. Overall, a conclusive cause for the premature deployment could not be determined; however, there is no indication to suggest a product quality deficiency. All self expanding stent delivery systems are inspected for damage during the manufacturing process. Additionally, samples of the units are functional tested.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received.

Event description:
It was reported that during unpackaging of the device the stent became partially deployed. There was no patient involved. There was no additional information provided by the account.